Manufacturer narrative:
Omit : concomitant med prod desc, concomitant med prod/dates. Additional information : medical device serial #, medical device operator and device manufacture date.

Event description:
It was reported that an infusion of obinutuzumab (gazyva) was ordered to run at a rate of 25ml/hr and to be titrated every 30 minutes. When the nurse came back to increase the rate after 30 minutes, the 250ml bag was found empty. The report obtained through alaris infusion knowledge portal (ikp) was analyzed by bd clinical data consultant per customer's request. It was found that the secondary infusion of obinutuzumab was programmed at 500ml/hr with a concentration of 1,000mg/250 ml. The infusion was stopped at 1042 when a calculated volume of 234ml had been infused. It was noted that the guardrails alert was overridden, exceeding the soft duration limit of 2 hours and 30 minutes, by delivering at 500ml/hr for 250ml. Per customer, the nurse seemed to have initially put the correct rate in as 25ml/hr, which another nurse verified and double checked. The nurse also entered a duration of 30 minutes. But when the infusion duration was entered, the rate was calculated to 250 ml/hr, which the nurse may have not realized. There was patient involvement but the information on patient impact is not known.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported that an infusion of obinutuzumab (gazyva) was ordered to run at a rate of 25ml/hr and to be titrated every 30 minutes. When the nurse came back to increase the rate after 30 minutes, the 250ml bag was found empty. The report obtained through alaris infusion knowledge portal (ikp) was analyzed by bd clinical data consultant per customer's request. It was found that the secondary infusion of obinutuzumab was programmed at 500ml/hr with a concentration of 1,000mg/250 ml. The infusion was stopped at 1042 when a calculated volume of 234ml had been infused. It was noted that the guardrails alert was overridden, exceeding the soft duration limit of 2 hours and 30 minutes, by delivering at 500ml/hr for 250ml. Per customer, the nurse seemed to have initially put the correct rate in as 25ml/hr, which another nurse verified and double checked. The nurse also entered a duration of 30 minutes. But when the infusion duration was entered, the rate was calculated to 250 ml/hr, which the nurse may have not realized. There was patient involvement but the information on patient impact is not known.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that obinutuzumab was programmed to run at 25ml/hr with volume to be infused of 250ml. However, the entire bag was infused in 30 minutes. There was patient involvement but the information on patient impact not known.